Event description:
It was reported the unit shut down while in clinical use. It was reported device was in clinical use at time of event, however, no initial reports of patient/user harm. Further information has been requested. After a review of event log, codes 3007 and 1101 were identified and after checking the service manual, it stated if diagnostic code 1101 occurs in conjunction with diagnostic code 3007 (software exception), no action is required. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
While the device was on alternating current (ac) power, it shut down and restarted, and it was then taken out of service, and the patient continued therapy on an alternate ventilator. There are no reports of harm/injury.

Manufacturer narrative:
Based upon the device evaluation conducted by the facility biomedical engineer (bme), the customer¿s alleged malfunction was confirmed. No parts will be returned as system performance check completed by the facility bme passed without reports of parts replaced.